Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. The patient presented with redness, scabbing and calcification around the insertion site in months prior, and then erosion was noted in november. The patient was hospitalized and a revision procedure was performed. The pacemaker, right atrial (ra) lead, and right ventricular (rv) lead were explanted. A new device is expected to be replaced on a later date. There were no additional adverse effects reported.